Manufacturer narrative:
Unit received with critical pump error and pump motion sensor test failure was present in the pump trace download due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with cracked battery tube area. Unit received with severe corrosion on all electronic assemblies, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call a broken force sensor detected during seating or regular delivery alarm and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 3.9 mmol/l. Customer weren't swimming while wearing the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.